Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the complaint device (percutaneous insertion handle, part number 03.010.046, lot number 3606100). The device was received with the following complaint description: ¿a tooth broke off the insertion handle while inserting a 13mm lateral entry femoral nail during a femoral shaft open reduction internal fixation (orif) on (B)(6) 2016. The procedure was continued as normal despite the broken insertion handle. The tooth was not retrievable and was left inside the patient.¿ the returned insertion handle (03.010.046) is used in a variety of intramedullary (im) nail procedures, and is included in the titanium cannulated lateral entry femoral recon nail technique guide. Insertion handles are attached to nails and together the assembly can be used to properly insert the nail into the medullary canal. After insertion of a nail, an aiming arm is attached to the nail/insertion handle assembly, which can then be used to assist in precision locking of the nail. A review of the current design drawing and available history for the top level drawing for the instrument was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. A device history record review was done for the instrument and no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Relevant drawings for the returned device were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. As previously reported, the device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. The insertion handle was received with the distal tang that mates with the nail missing. The transverse fracture is located at the base of the tang; flush with the distal surface of the insertion handle. There are signification dents at the attachment location for the driving cap. The balance of the device shows surface wear and is in functional condition. The complaint condition is confirmed. No definitive root cause was able to be determined; however, the damage is consistent with the result from mechanical overload beyond the material yield strength. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tooth broke off the insertion handle while inserting an unknown 13mm lateral entry femoral nail during a femoral shaft open reduction internal fixation (orif) on (B)(6) 2016. The procedure was continued as normal despite the broken insertion handle. The tooth was not retrievable and was left inside the patient. The surgery was successfully completed with a 10 minute surgical delay. The patient's post-operative outcome was reported as stable. This report is 1 of 1 (B)(4).